Event description:
The treasure unraveled during procedure. No patient injury reported and wire was removed from patient. I was not in the procedure so cannot provide detail on the case. *hospital indicated no patient injury.